Manufacturer narrative:
Evaluation has not been performed, as the device has not been returned for analysis.

Event description:
The device is being returned alleging a defect. No other details have been provided.